Event description:
It was reported that repeated cartridge alarms occurred. There was no reported impact to the customer's blood glucose level as no information was provided. Distributor waited for the pump¿s return for further examination, and a replacement pump was assigned.